Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). Based on the video, a visible crease could be confirmed in the membrane of the blood pump. No functional impairment of the pump was noted. The first visual examination of the returned blood pump did not reveal any abnormalities. The blood pump was then tested for functional performance and met its normal performance specification. For further investigation, the pump was submitted for an external CT examination. All three layers of the triple layer membrane lay parallel to one another. The middle layer appeared to have several leaks close to the center and at the edge. A few small particles were detected between the membranes. The pump was then disassembled for further testing and the membrane layers were individually inspected. Multiple leaks were confirmed in the middle layer,close to the center and at the edge region. Graphite agglomerates were noted between the membranes. The other two layers of the triple layer membrane were found to be intact. The thickness of the individual membrane layers of the returned blood pump was measured and was found to be within specification at all the fixed measurement points. This measurement additionally indicated that the thickness profile of the middle layer was not homogeneous. The cause of the defect in the middle layer was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the middle layer. The reason for the crease formed during end-systole could not be determined. A connection between the externally visible membrane crease and the defect in the middle layer cannot be clearly established.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (185 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection indicated a defect in the air-side layer. A detailed investigation of the returned pump is currently ongoing and a report will be provided as soon as available. This particular model is not available in the USA, however a similar device is available, therefore, we are reporting under the MDR regulations.

Event description:
We were contacted by the clinic to report that the right excor blood pump of a patient supported in the bvad configuration displayed a crease in the membrane during the emptying phase. The clinic provided berlin heart with a video of the incident. Upon review, berlin heart clinical affairs personnel recommended an exchange of the affected blood pump. The blood pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.